Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 430 mg/dl and the cause was thought to be related to the pump. A correction bolus via the pump was delivered to address the bg. The customer was hospitalized for diabetic ketoacidosis (dka) and was treated with intravenous insulin. The customer was discharged on (B)(6) 2017. Upon review of the pump data, no device issues were observed. The customer was to use insulin injections for insulin therapy.